Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no report of patient involvement. The date of the event is unknown.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone, the customer was advised to replace the breath delivery (bd) printed circuit board (pcb). No additional information is available at this time. (B)(4).